Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note test strip-UDI#: (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 184, 171 and 121 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 169 mg/dl and 162 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/23/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: a 184mg/dl, (B)(6) 2016 08:21 am, fasting:yes. A 171mg/dl, (B)(6) 2016 08:17 am, fasting:yes. A 121mg/dl, (B)(6) 2016 06:08 am, fasting:yes. A 102mg/dl, (B)(6) 2016 04:55 am, fasting:yes. A 124mg/dl, (B)(6) 2016 06:34 am, fasting:yes. Memory concerns: 184mg/dl, and 171mg/dl. .